Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
Veritas collagen matrix was used to repair an incisional hernia on an unknown date. The pt was taken back to surgery on post-op day seven (7) for an unknown reason. During that surgery, it was discovered that the veritas collagen matrix had torn in the center of the mesh. All of the sutures remained intact. The veritas was replaced with a different surgical mesh. No further information is available.